Manufacturer narrative:
Minimal host tissue (pannus) overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. The host tissue caused the free margin of leaflet 1 near commissure 2 to be rolled towards the outflow aspect. Leaflet 2 had a 6mm non-transmural tear on the outflow aspect near commissure 3. The sewing ring was cut and the wireform was exposed; both at the inflow aspect near leaflet 2. The x-ray demonstrated the wireform to be intact. Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Based on the product evaluation, the customer report of dehiscence, leak, and inadequate coaptation of the leaflets could not be confirmed through visual observations. Report of pannus was confirmed. The valve will be sent to r&d for further evaluation. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve underwent a functional evaluation by r&d and the immediate functionality valve is normal. Although the leaflet opening appear be somewhat affected by the pannus growth related increase in stiffness, the leaflet coaptation appears to be acceptable and there is no central leakage path evident in the fully closed position. The reported inadequate coaptation of the leaflets could not be confirmed. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. Per the engineering evaluation,the root cause of the dehiscence was not conclusively determined to be inadequate (too few) number or type of sutures placed through sewing ring. The valve was reportedly tested with ¿water¿, which appears to refer to the ¿bulb syringe test¿ (or similar device) with saline. In this assessment, the flaccid ventricle is filled with saline using a bulb syringe after the valve is implanted. While this technique may have utility for the detection of paravalvular leakage after valve replacement, and/or for valve coaptation during native valve repair, it is not necessarily effective for the assessment of the competency of edwards¿ pericardial bioprosthetic mitral valves. This test will not work reliably with the edwards valves because they are designed to have a hole at the center of coaptation (free-space) in air and under zero-flow and/or significantly sub-physiological differential pressures. Under such conditions, central mitral regurgitation (mr) may be encountered. The trend was reviewed and found to be in control. There are no indications of a manufacturing defect and further investigation is not required.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the valve was re-operated on due to dehiscence. The device was not returned for evaluation at this time. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. If new information is received or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards device implanted in the mitral position was explanted after an implant duration of approximately 2 years due to dehiscence. On explant pannus was observed on the device. As reported, patient presented two loose suture points. The surgeon initially decided to repair the dehiscence. After that, a water test was performed to test the valve and a leak was observed. The surgeon also observed an inadequate coaptation of the leaflets resulting in a strange valve opening. Decision was made to explant the valve and replace it with a non-edwards valve. The patient was noted as to be fine after the procedure. The explanted valve was returned for evaluation.